Event description:
Device malfunction: unknown device failure. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device failed to achieve hemostasis. A second proglide was used to achieve hemostasis. There were no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation of the returned device revealed the plunger, suture, link and cuffs were not returned. The body of the device was returned in the deployed state. During testing, the foot and lever functioned normally. The returned components of the device performed according to specification. A root cause for the failure to achieve hemostasis could not be determined, based on the investigation findings. No manufacturing issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.